Manufacturer narrative:
Patient's date of birth unavailable.

Event description:
A lead extraction procedure commenced to remove three leads: a right atrial (ra), right ventricular (rv) and a left ventricular (lv) lead due to infection. Spectranetics lead locking devices (lld's) were inserted into each lead, although none of them reached the distal tips of the leads. Each of the lld's were still able to provide a traction platform to aid in extraction. Beginning the procedure with attempting to extract the lv lead and with use of a spectranetics 12f glidelight laser sheath, the physician met stalled progression around the innominate/superior vena cava (svc) junction due to lead on lead binding. The physician then switched and attempted to extract the ra lead, and was able to progress just past the binding site encountered when attempting to extract the lv lead. The physician then moved on to the rv lead, which reportedly had ''flipped onto itself). The physician upsized to a 14f glidelight laser sheath because of the amount of scarring. While lasing down the rv lead, the physician mentioned he could ''feel the heartbeat'' and knew he was deep into the lead. It was then reported that the ra and lv leads released manually. When the physician continued to lase on the rv lead, the patient's blood pressure dropped. Rescue efforts began, including use of a rescue device. The patient then went into ventricular tachycardia. A sternotomy was performed and a tear at the inferior vena cava (ivc)/ra junction was discovered. Rescue efforts continued, repair was made to the injury and the rv lead was extracted. The patient survived the procedure. The physician believes the injury was due to lasing with the glidelight device. There was no alleged malfunction of either glidelight device used in the procedure.